Event description:
The customer reported that the vertical column has intermittent movement. No pt involved.

Manufacturer narrative:
The service rep replaced the power supply. No pt injury was reported.